Manufacturer narrative:
D4 ¿ expiration date and primary UDI number; corrected h6. Evaluation codes: updated. At the time of this investigation the physical device was not received for investigation. The customer provides two photos and one video. The photo shows a gripper plus sample, and the video shows the gripper sample in use. In the video it was possible to observe that fluid does not pass through the gripper, however, it is not clear why the fluid did not flow through the part, it is not clear why the fluid does not pass through the sample. The complaint was confirmed however the root cause could not be determined. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a dead space found at the connection between the transparent extension tube and the metal handle during the flushing of the port needle, which caused blood to remain and could not be rinsed clean. There was no patient involvement, and no patient harm reported.